Event description:
It was reported to arrow clinical support (acs) that clinician was having system error 3 alarms. Acs advised that bellows may be cause of alarms. Clinicain agreed. Pump was exchanged and an acat 1 plus. There were no reported pt complications.

Manufacturer narrative:
Device is not available for eval. No further eval possible. Root cause unk.